Manufacturer narrative:
Date sent to the FDA: 10/10/2021.

Manufacturer narrative:
Date sent to the FDA: 4/20/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr(B)(4) submitted for adverse event which occurred on (B)(6) 2013. Mwr(B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2013 during which the surgeon noted the stem of the mesh was located and was very fibrotic and thickened. There were a lot of inflammatory changes in the inguinal canal as well. The anterior compartment and most of the stem of the mesh were removed. It was reported that the patient underwent hernia repair surgery on (B)(6) 2013. It was reported that the patient experienced an unknown event. No additional information was provided.